Event description:
The user facility reported that following a diagnostic colonoscopy, a patient experienced watery and bloody stools, chills, and a fever. The next day, the patient returned to the user facility and was reexamined. The users performed a sigmoidoscopy and diagnosed that the patient sustained chemical colitis. The patient did not require hospitalization, but anti-inflammatory and antibiotics drugs were given. The patient's current condition is unknown.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There was evidence of white and yellowish discoloration inside the channel mount and suction cylinder and white residue at the distal tip of the device. Additionally, the bending section rubber cement was found open and cracked. An olympus endoscope support specialist (ess) has visited the user facility and provided in-service training to the hospital staff on how to properly clean, handle, and inspect the device. The cause of the patient's outcome cannot be conclusively determined, however, based upon the findings of the device investigation, insufficient reprocessing appears to have been a likely factor. This report is being submitted as a medical device report in an abundance of caution.